Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 194 mg/dl and the sensor glucose was 54 mg/dl at the time of the incident. The customer reported that sensor was suspending her insulin for being low but she was actually high and she wanted to know why it was saying she was at 55mg/dl when she was 268mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 55mg/dl. Suspend on low limit in sensor settings was 70mg/dl. The sensor was returned for analysis.